Event description:
Customer reported that he received an unexpected restart alarm on the insulin pump. Customer stated a temporary basal was not programmed before the alarm and the device was not stored or not in use for an extended period of time. Alarm occurred shortly after inserting a new battery. Customer also reported that the insulin pump alarmed motor error. Customer declined to troubleshoot for motor error. Blood glucose value is 111 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.